Event description:
Healthcare professional had burning sensation on back of hand while wearing nitrile gloves and noticing a drop of exofin landed on back of gloved hand. No visual damage when removed the glove. Ref report: (B)(4).